Event description:
Vague report received from the country indicating infusion completed sooner than anticipated. Report states "solution been completed infused after attached to patient 19 hours." Device contained 1960mg 5fu, 196mg leucovorin and ns for total volume of 240ml. Reporter indicates no patient injury resulted.